Event description:
The patient claimed the keypad not longer responded on (B)(6) 2012. The patient allegedly went off of insulin pump treatment, did not have a backup plan, and went without insulin treatment the whole night. She awoke on (B)(6) 2012 with elevated blood glucose of 329 mg/dl and had symptoms described as 'nausea, vomiting, feeling dizzy, had a headache, and could walk straight.' At the ER, she tested at 386 mg/dl and received medical intervention with IV fluid and insulin via syringe. During troubleshooting, the patient confirmed there was moisture within the pump after it was exposed to water. The keypad is peeling at the light and the up arrow button. The non-responsive keypad issue was not resolved with training. The subject pump was requested back for investigation. This complaint is being reported because the patient required hcp treatment for elevated blood glucose after the onset of the keypad issue.

Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2012: testing confirmed that none of the keypad buttons respond to presses. Unable to perform all testing steps due to unresponsive buttons the keypad was torn and was removed : contamination was found under all button contacts. . No leaks were found during leak testing. Pump was opened and no evidence of moisture was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.